Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged patient cable on the mobile power unit (mpu) and a power cable disconnect alarm was not confirmed. The mobile power unit, mpu-43462, was not returned for analysis. Per provided information, a tiny puncture mark on the mpu patient cable was observed. The patient stated that a cat has chewed the cable in the past. The mpu was exchanged and will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including yellow wrench alarm and power cable disconnect. Heartmate ii patient handbook section 10 ¿safety checklists¿ provides the user with checklists to perform routine maintenance of all equipment, including the mpu. This section informs the user to inspect the mpu patient cable for damage or wear. This section states ¿do not use the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from your hospital contact, if needed.¿. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was getting a yellow wrench alarm while on their mobile power unit (mpu). The patient followed up with the hospital and began to use one of their loaner units. The yellow wrench alarms were determined to be power cable disconnect alarms. While cleaning the patient's unit for shipping the site noticed tiny puncture marks in the mpu patient cable. Upon follow up the patient reported that their cat had been chewing on the cords. The patient's unit was replaced for user wear and tear and the alarms resolved following the exchange.